Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, when the surgeon activated energy, the e-100 generator audible tone sounded different than usual. The customer received phone assistance from the technical support engineer (tse). Review of the site¿s system logs confirmed no related system error. The customer continued with the procedure using the same configuration. There were no reports of patient injury. It was further reported that a vessel sealer extend (vse) instrument was plugged into the e100 generator at the time of the issue. The caller also mentioned that the vessel sealer extend instrument was sticking to tissue more than expected.